Event description:
Pt slipped in bath tub and hit pt's head. One year later unable to hear. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.